Manufacturer narrative:
As part of our investigation, the technical assistance center (tac) assisted the customer with troubleshooting. The customer reported that the lamp hour counter indicates a 100 hours; however, was unsure when it was replaced last. The halogen spare lamp was not as bright as the xenon lamp and was not intended for use in the procedure. The halogen spare lamp's purpose was to provide the user with some illumination to withdraw the scope from the patient. The customer reported that the site has multiple clv-190 at the facility. Tac advised the customer to swap out the lamp and heatsink assembly from this light source with a known working light source and observe the result. A review of the instrument history showed no repair/service record for the unit since the date of purchase on december 31, 2018.

Event description:
The service center was informed that during an unspecified procedure, the light source was prompting a ¿clv lamp err e103¿ error message and the spare lamp kicked on. The intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer (B)(6) 2019. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: main lamp (xenon lamp) malfunction was surmised. The cause of the malfunction was unable to be identified, the following were surmised; the lamp was defective; old heat compound was left; or the amount of heat compound was short. The legal manufacturer confirmed contents described in the instruction manual instruction manual describes on the handling of clv-190. Following the instruction may have prevented the indicated phenomenon. 6.2 removal of the lamp: when replacing the examination lamp, use a clean, lint-free cloth to wipe off residual heat compound from the heat sink. If the heat compound is not wiped off completely, the lamp¿s heat efficiency will be impaired and the examination lamp life will be shortened significantly. 6.3 insertion of the lamp: apply enough heat compound. If not enough heat compound is applied, the heat can cause lamp ignition failures. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.